Manufacturer narrative:
(B)(4). Other devices used: catalog #00784301312, versys fullcoat porous femoral stem, lot #60420848 - implanted (B)(6) 2006. Catalog #00801804005, versys femoral head, lot #60541933 - manufactured by zimmer (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to infection.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the devices is unknown. Review of complaint history identified no additional complaints for the reported part-lot combinations. The reported devices are used for treatment. The devices were used in an approved and compatible combination. Sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified devices caused or contributed to patient infection. A definitive root cause cannot be determined with the information provided.